Event description:
Pt had an aortic connector implanted. Alleged they were not told that there was any device in their body. Pt was called by their cardiologist 2 months later who told them that they were having problems with the symmetry procedure. Pt was also informed that the failure rate was between 30%-40% for the procedure. Pt was sent for cardiac cath. That was when they knew, through conversation with others who had come for the same investigation, that they had an aoric connector in their body. Eight days after cardiac cath pt saw their surgeon who recommended bypass surgery. Pt had the first bypass 9 days after implant. A year later pt was told that the connector was blocked. Surgeon informed pt that they would need another bypass but first would like to try a stent and if it works then there wouldn't be any need for a bypass, atleast not for the immediate future. Four days later three stents were put in . A day later another stent was added. Pt was discharged home. Pt is worried about what the future holds for them, more so without insurance.